Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior. Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 1 january 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. No adverse patient effects were reported. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended to interrogate the device with a programmer with updated software in order to resolve the issue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 1 january 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. No adverse patient effects were reported.